Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper surgical technique, specifically not securing the graft flush during tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/05/2025, an arthrex subsidiary employee reported via email that an ar-1588tb-4 tightrope abs button failed to secure the graft during tibial fixation. The surgeon had prepared the four-stranded tendon for an all-inside technique and tensioned it to 20 lbs, confirming stability with the ar-1588tn tightrope and a looped transfer suture. The ar-1588rt-j acl tightrope rt with dual-loaded passing sutures was successfully deployed in the femur, followed by passage and reaction into the tibial socket. However, upon pulling the tightrope sutures to fix the graft in the tibia, the tendon detached. Upon inspection, the chinese trap mechanism was found to be disengaged. To recover surgical time, the surgeon changed the technique and proceeded with a tightrope screw fixation. The case was completed, and no further details were provided. This was discovered during a knee arthroscopy with acl reconstruction procedure on (B)(6) 2025. Additional information has been requested on 09/11/2025.